Event description:
In july 2003, the patient reportedly fell and struck the back of their head. The patient was reportedly hospitalized for nine days for several medical reasons including stroke, pneumonia and stomach involvement. The patient reportedly was unable to hear while using their sound processor. The patient was sent external equipment to exchange. However, the problem was not resolved. In 2003, the patient was seen at the center for device evaluation. Testing conducted confirmed that the device was no longer functioning. Explant surgery is to be scheduled.